Event description:
It was reported that the device was showing motor rate error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Right and left plunger cases cracked. Motor not running was found in pump event history log. Reported problem was able to be duplicated during occlusion test. Force sensor was out of calibration. Main board was found misaligned from the extrusion. The root cause of the reported issue was unable to be determined. Actions were taken to mitigate the reported issue: realigned main board. Performed occlusion test which passed.